Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/22/2019. The field service engineer (fse) evaluated the unit and duplicated the reported problem. The reseated the cpu board and the (fse) post timer/24v failure error was corrected. The fse ordered overlay to address the touch screen issue.

Event description:
The customer reported that the unit declared post timer/24v failure error. The field service engineer (fse) also found that the touch screen is not working and the unit is failing est with heated filter back pressure out of range . The customer reported that the unit was not in use on patient.